Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that the equipment began to indicate that there was air in the line. The wash kit was repositioned and the alert was stopped. However after processing the filter, liquid leaked from the boll at the top. It was impossible to use the device as a result and a new system had to be opened. After opening the new system, everything went normally and the surgery was completed without any complications. There was no adverse patient effect associated with this event. Medtronic received additional information that boll was referring to the top cap, where the irrigation, purge, and infusion connections to the bag are made. There was no damage observed on the instrument or the disposable at the time of assembly. There was no visual, audible, or performance abnormality. The leak/spill occurred between the cap and the cup. The leak occurred during the first cycle, when it was sent to the waste bag. The leak was at the beginning of the process. After the leak, air began to be detected in the line. An error message appear stating that air was detected in the system. No patient blood was lost as a result of this leak. A transfusion was not necessary as a result of this leak. Medtronic received additional information that the bowl was leaking.